Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 06-feb-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 2,000 mcg/ml gablofen at 800 mcg/day (reduced to 100 mcg/day). It was reported that the patient presented for routine end of pump life replacement. Catheter did not have back flow and was replaced in its entirety. Catheter was found to be not patent at time of pump replacement, no issues, disconnects, or fracture seen at time of case, so not sure what the exact issue was. Catheter replaced, daily dose reduced from 800 mcg/day to 100 mcg/day and patient kept overnight for observation and dose titration if needed. The issue was resolved at the time of the report.